Event description:
It was reported that the lead haptic of the intraocular lens (iol) was torn off. The fully inserted iol was removed and discarded. Further follow-ups revealed that a competitor's iol has been implanted as the replacement lens. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. First/given name: unknown, as information was requested but not provided. Last name: unknown, as information was requested but not provided. Email address: unknown, as information was requested but not provided. Telephone number: (B)(6). The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted the incorrect code (in section h6: health effect - impact code 4627 - device explantation) was inadvertently in the initial MDR 3012236936-2023-01255 submitted on 02 jun 2023. The correct code is 4631 - more complex surgery. This report is submitted to correct this information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.